Event description:
It was reported that bd insyte¿ autoguard¿ bc contained foreign matter on the needle. The following information was provided by the initial reporter: " according to the customer's report, a plastic piece-like fm was found to be adhering to the tip of the product upon unpacking."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one opened unit from lot number 1166742. A visual inspection of the device was performed. A blue foreign was observed on the catheter tip. The foreign was found to be the push tab broken off and stuck to the silicon gel on the catheter tip. The reported issue was confirmed. A broken tab can originate in user environment but due to the amount of force required to cause the observed damage, it is unlikely to happen in user environment. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to improper machine setup. Machine setup is performed periodically per the quality plan by operators. Additionally, operators perform inspections periodically for damage to the adapter per the sampling plan. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc contained foreign matter on the needle. The following information was provided by the initial reporter: " according to the customer's report, a plastic piece-like fm was found to be adhering to the tip of the product upon unpacking."